Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.